Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings:a review of the alarm history indicated that call service 052/054/012 alarms had occurred. The pump powered on normally to the verify screen and completed ezprime steps with no call service alarms occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump casing was removed and there was no evidence of any internal defects. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim, faded, and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It is unknown at this time what type of call service alarms were occurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).